Event description:
Based on additional information received on (B)(6) 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from nurse. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency experienced pain and swelling and had difficulty with weight bearing. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date, indication and dose: not provided). On an unknown date in (B)(6) 2017, after unknown latency, patient experienced pain, swelling and had difficulty with weight bearing after receiving synvisc-one from the affected lot. Patient was treated with ice compression and elevation. Corrective treatment: not reported for pain, swelling and had difficulty with weight bearing outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017 (all the information was processed together with clock start date of (B)(6) 2017). Patient's age was added. The case was upgraded to serious. Additional events of difficulty with weight bearing and device malfunction were added along with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced swelling, pain and difficulty with weight bearing. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.